Event description:
During the procedure, the sideport of the sheath detached. The sheath was inserted into the patient with a transseptal needle and transseptal puncture was successful with access gained to the left atrium. The sheath was advanced into the left atrium as the dilator was withdrawn. During insertion of the ablation catheter, it was noted that the sidearm, with stopcock had detached from the sheath. The wire and dilator were inserted into the sheath and the sheath was then exchanged over the wire to complete the procedure with no harm to the patient.

Manufacturer narrative:
Images were submitted for evaluation; no device components were returned. The sideport tubing appeared to no longer be attached to the hemostasis body. Visual inspection was based solely upon a review of the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.